Event description:
It was reported by the rep that the (1) er220 was used during a laparoscopic cholecystectomy procedure. It was reported that the er220 was ejecting double clips with each firing and would not form a clip. The case was completed with another er220 and there was no consequence to the patient.